Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure, a portion of the delivery system filled during the initial inflation attempt. Higher pressures (contrary to instructions for use were used. A proximal portion of the delivery system filled. A prolonged deflation time was noted. The delivery system was successfully removed and no pt injury was reported.